Event description:
It was reported patient underwent a revision procedure thirteen years post implantation due to tibial loosening and possibly loose femoral component. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: unknown nexgen ps femoral component catalog # unknown lot # unknown . Unknown nexgen ps articular surface catalog # unknown lot # unknown. Unk patella catalog # unknown lot # unknown. Unk bone cement catalog # unknown lot # unknown. H3: reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. X-ray review indicates there is radiolucency consistent with osteolysis along both the femoral and tibial implants greatest anterolaterally along the proximal tibia. Both implants appear loose. The patellar implant appears normal. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.